Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit and found the problem to be with the purge valve assembly. So, in order to solve the issue, the fse replaced the purge valve assembly. The fse then checked for functionality and found the unit ok. The fse then ran the unit with the balloon and trainer. The unit was then handed over to the customer in good working condition.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involvement.